Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the device was received on 04feb2020. It was reported that the guide wire was unravelling and becoming elongated roughly 1/3 down, giving it a "spring"-like appearance. Upon insertion, the wire kinked. Upon removal, it became unraveled "with the tip just barely attached". A new device was successfully used to complete the procedure.

Manufacturer narrative:
Investigation - evaluation: royal brisbane & womens hospital informed cook on 09jan2020 of an incident involving a wayne pneumothorax set, rpn: c-utpt-1400-wayne-112497-imh from lot# 9681593. Reportedly, the ¿guide wire split and unable to pass dilator¿ during an icc insertion on 25dec2019. Further communication with the user facility clarified that ¿upon initial insertion it had kinked and on withdrawal had unravelled like a spring with the tip just barely attached, approx. 1/3 of the way down the guidewire¿ and "that no photographs are available.¿ another device was used to complete the procedure. The patient reportedly experienced no adverse effects as a result of this incident. A review of the documentation including the complaint history, device history record (DHR), instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files (dhf) were reviewed, and the risks associated with this device are acceptable when weighed against the benefits. A review of the dhrs for the reported complaint device lot (9681593) and related wire guide sub-assembly lot (ic9541783) revealed no recorded non-conformances. A database search found no other reported events associated with the device lot. As there are no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field or that the product was not manufactured to specification. Cook also reviewed product labeling. The product IFU, ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving wire guide in place. 6. Advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. 8. Advance the catheter over the wire guide into the pleural cavity to desired depth. 9. Remove the wire guide and catheter obturator.¿ based on the information provided, no product returned, and the results of our investigation, a root cause was traced to component failure unrelated to manufacturing or design deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown: PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during icc insertion, the guide wire of a wayne pneumothorax set split, making it impossible to pass the dilator. Consequently, a new set had to be prepared. The patient was reported to have been sedated during the procedure. Additional information regarding the device and event has been requested but is unavailable at the time of this report.